Manufacturer narrative:
Catheter.

Event description:
The patient experienced a loss of efficacy. The distal catheter was replaced. The broken distal tip was irretrievable in the intrathecal space; confirmed by x-ray. The patient had an uncomplicated recovery.